Manufacturer narrative:
A replacement glidescope core smart cable was provided to the customer and the reported glidescope core smart cable was returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the returned device but was unable to confirm the reported image issue. When connected to a verathon test blade and monitor, the system produced a normal image. The tsr tried wiggling the connections, detaching and reattaching the cable from each end, power-cycling the monitor with the cable and blade attached, and swapping between the a and b ports. No green pixelation, lines, or other imaging issues were observed. The smart cable passed verathon's device functionality testing and confirmed to be within specification. Neither the laryngoscope nor the monitor connected to the smart cable during the reported incident were made available to verathon for evaluation. Upon completion of verathon's device evaluation, the smart cable was scrapped due to the customer already being provided a replacement and there being no repairs available. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported their glidescope core smart cable produced green lines on the screen of their glidescope core monitor when advancing the scope down a patient's throat during a procedure. The customer reported being able to reproduce the image issue when manipulating the cable and scope. No delay in procedure, use of a backup device, or harm to the patient was reported.